Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer had been on antibiotics and the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 12/09/2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.